Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: d9: is this device available for evaluation?, h6: type of investigation,investigation findings and investigation conclusions. H11:the device was returned for evaluation. A visual inspection was performed, and a blockage was observed at the tip of device using a microscope. A functional evaluation performed on the returned device revealed that there was no flow observed after connecting the feed line to the fluid source. Flow did not initiate during console ramp-up due to a blockage at the tip of the device. The provided image and video were reviewed and revealed that the device caused cuts on the patient's skin. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A factor that could contribute to the reported event include the handpiece came into contact with bone tissue as it obstructs fluid flow. At this time, there is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
The device was not returned for evaluation; however, the provided image and video were reviewed and revealed that the device caused cuts on the patient's skin. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A factor that could contribute to the reported event include treatment/application technique/connection error, mishandling. The device is intended to used and installed as specified in the instructions for use document. At this time, there is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a debridement surgery, one (1) versajet exact assy, 45 degree x 14mm caused cuts on the patient's skin. It was indicated that the device was used according to the instructions, and aerosolization was observed as the tissue appeared hard. Derived from the cuts the procedure was cancelled. Debridement was executed a week after the incident. No further complications were reported. Patient is stable.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.